Manufacturer narrative:
Concomitant products: product ID: pnma01411a004, serial#: unknown, product type: recharger. Product ID: 37791, serial#: unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an external device. The reason for call was rep reports patient having exposed cord on the recharger antenna. Patient also has broken belt which prevented him from recharging since over a year ago. Patient is likely in overdischarge and the manufacturer representative will start physician recharge mode with patient when broken parts have been replaced. Troubleshooting was not required. The issue was not resolved through troubleshooting. Additional information was received. It was reported that the patient was supposed to have new cord shipped to them. Overdischarge had not been successful and patient does not want to continue to try to turn it on.